Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was "high" (a specific bg value was not provided). The customer experienced a high bg level due to out of range issue and administered a correction bolus in order to address the issue. No permanent damage was reported. The pump was reset, connection was regained, and the customer continued to use the pump for insulin therapy.